Event description:
It was reported that a spectrum pump alarmed system error 105 in the emergency room. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of system error 105 through observation of the alarm at device power-up, but could not reproduce it during evaluation. Evaluation determined the cause to be a failed motor flex. The motor assembly was replaced to correct this condition.